Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9231065. No samples were returned therefore the complaint could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9231065. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843714] noted for cracked hubs. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time. Rational: no CAPA is required at this time.

Event description:
It was reported that the bd syringe 0.5ml 31ga 8mm needle separated from the hub during use. The following information was provided by the initial reporter: verbatim: issue(s): consumer said found quite a few when removed needle shield, needle head went with it. Lot #: 9231065d, catalog#: 328468, date of event: unknown, samples available discarded.¿